Event description:
During the procedure, the pump stopped without any acoustic or visible alarm. The display did not respond to the operator. The system was operated without electronic monitoring.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system the incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4)'s medwatch reporting criteria and subsequent review of past complaints to the new criteria. During the procedure, the pump stopped without any acoustic or visible alarm. The display did not respond to the operator. The system was operated without electronic monitoring. The touch screen was returned to sorin group (B)(4) for eval. It was found that an internal fault with the touch screen was logged in the pump. Functional testing could not reproduce the reported problem. The touch screen was forwarded to the MFR for further eval. The problem could not be reproduced. The problem could not be re-created. Sorin group (B)(4) considers this to be a single event. The facility filed a vigilance report with the country's competent authority. This medwatch report is filed as a result of this action.